Manufacturer narrative:
A field service technician was on site and investigated the device in question. After replacement of the external camera cable, the device passed all tests as per factory's specification. The defective cable was sent to the manufacturer for evaluation. According to the investigation results, the camera cable had loose contact on the bend protection head side. According to the instructions for use (material #96206511d, version 3.0 - 10/2017) it is recommended that a replacement system is kept available.

Manufacturer narrative:
Section b1 of this reported was corrected to reflect an adverse event. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
According to the first review, the camera connection cable is defective. The investigation is still pending.

Event description:
As per a manufacturer incident report we received from the factory in (B)(4): during surgery, the image of the camera was intermittent. The customer switched to open surgery.